Manufacturer narrative:
Product event summary: analysis found the stylus did not work; stylus found out of electrical specification. Analysis also found the power cord bay and left keyboard hinge were broken.

Event description:
It was reported the programmer was making loud noises. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.